Event description:
It was reported during a clinical study that after implant of the stent (subject device) on (B)(6) 2024, the angiogram indicated the left internal carotid artery occlusion (100% stenosis of the parent artery). There were no adverse events reported for the subject. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated a surpass evolve was originally successfully implanted with aneurysm neck completely covered. The event occurred 1 year post-procedure where the angiogram indicated the left internal carotid artery occlusion (100% stenosis of the parent artery). There was no medical intervention. No device issue was reported. It is unknown whether there is stenosis in the surpass evolve flow diverter system. There were no adverse events and/or device deficiencies reported for the subject. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported event of patient parent vessel stenosis.

Event description:
It was reported during a clinical study that after implant of the stent (subject device) on (B)(6) 2024, the angiogram indicated the left internal carotid artery occlusion (100% stenosis of the parent artery). There were no adverse events reported for the subject. No further information is available.